Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was requiring battery changes once per week but now required battery changes daily. The reporter stated that the pump was going to a low battery warning and then would shut off. This report is made based on the indication that the pump may not have alarmed "replace battery" prior to losing power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The follow up number on the previous supplemental was listed as #3, however it should have been follow up # 1.